Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: connector 9735859 pnl-mnt ethrnt s8 svc h3: a medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector was pushed into the system. It was reseated so the data cable could make good contact. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues receiving the scans from pacs. There was no patient involvement. Troubleshooting was performed. It was noted when they would press the ethernet cord in it was not seating well. The manufacturer representative (rep) had to reseat the ethernet bulkhead for them to get a good connection. The bottom bridge was not seated well.